Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 15947337.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also stated that the battery was dead. The patient underwent an explant procedure. All device components were explanted and will not be returned.